Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 15/2.75 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid lad coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a renato guidewire and a 6 fr neat al1 guide catheter to cross the lesion. The lesion was predilated with an unspecified balloon device. The quantum maverick monorail 15/2.75 mm balloon was being used to postdilate an express2 3/20 mm stent. The quantum maverick monorail 15/2.75 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.